Event description:
It was reported that bd maxzero needleless connector was disconnecting. The following information was received by the initial reporter with the following: here in the hem/onc clinic we have had several of our smart site adapters that do not screw on properly with the spiros. I believe it to be an issue with the adapter and not the spiros. Once screwed on, it unscrews itself and pops off. I reached out to 4th tower staff, and it doesn't seem to be an issue with them but will continue to monitor for any complaints.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of connection issues could not be verified due to the product not being returned for failure investigation. A device history record review for material#: mz1000-07 and lot#: 23045192 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 05apr2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.